Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that the lead's helix would not extend or retract.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a implantable cardioverter defibrillator (ICD) upgrade. During the procedure the physician noted that the right ventricular (rv) lead was exhibiting high capture threshold. It was also noted that the helix would not retract. The physician opted to replace the rv lead, and a new lead was successfully implanted. The patient was in stable condition.